Event description:
Additional information was received via medical records. The non-ew balloon burst during post dilation. The ruptured balloon was unable to be easily brought back into the esheath. Further manipulation of the balloon with a twisting motion to attempt to re-wrap the balloon was unsuccessful. After some time, increasing levels of force to bring the balloon back into the sheath were performed, but were unsuccessful. This caused the sheath to split at the expansion seam, and to kink near the level of the distal abdominal aorta. A snare was advance from the contralateral side and the esheath was snared in an attempt to reduce the kink. This was unsuccessful. During removal attempts, the shaft of the non-ew balloon fractured and the balloon shaft was removed. However, the balloon itself remained in the patient at this point. A cutdown was performed and the esheath was removed. The balloon was then removed through a 16fr sheath using a snare. Upon inspection it was found that the balloon was intact with no concerns of further fragments missing in the body. Images revealed a dissection of the right common iliac artery which was repaired with a vein patch, as well as a dissection on the external iliac artery which was stented. Final aortography revealed excellent resolution of the right common iliac artery and right external iliac artery dissection, with a small distal abdominal aortic dissection that was not flow-limiting. It was determined to treat the distal abdominal aorta conservatively. The patient was transferred to pacu in stable condition. The patient recovered well in cicu without complications. The patient was discharged with improved condition on pod# 1.

Manufacturer narrative:
Additional information added to b.1, b.2, b.5 and f.10. Information in h.1 corrected. . Investigation is ongoing.

Manufacturer narrative:
The edwards esheath introducer set was not returned to edwards lifesciences for evaluation. A review of imagery was provided and the sheath strain relief was observed to be intact and the liner not torn directly after withdrawal from the patient. A slight curvature along the sheath shaft was noted, along with liner delamination. The liner was unraveled and the strain relief was cut and peeled back post-withdrawal from the patient in search for the balloon. Images of the patient¿s anatomy showed the access vessel had some tortuosity. As the lot number of the device was not provided, a DHR review and lot history review were unable to be performed. A review of complaint history from (B)(6) 2019 to (B)(6) 2020 revealed other similar returned complaints. The complaints were reviewed based on similar reported events and associated root cases and evaluation codes. No manufacturing nonconformances were identified and patient and/or procedural factors contributed to the events. The occurrence rates did not exceed the (B)(6) 2020 control limits for the trend categories of ¿liner delamination¿ and ¿damaged¿. The IFU, device preparation training manual, and procedural training manual were reviewed for relevant guidance and usage of the device associated with the complaint events. The operator is instructed to use caution when inserting, manipulating, or withdrawing a device through the sheath, while always maintaining sheath position. When removing a burst balloon through the sheath, the operator is cautioned to not use excessive force and to take care when removing the balloon through the tip of the sheath. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The ¿liner delamination¿ was able to be confirmed through the provided device photos. The ¿liner tear¿ was unable to be confirmed. However, as the device was not returned and engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Additionally, the alleged device¿s lot number was not provided, so reviews of the DHR and lot history were unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿the non-ew balloon burst during post dilation.¿ per the training manual, post-dilation should be performed with the same balloon that deployed the valve. Additionally, ¿the ruptured balloon was unable to be easily brought back into the esheath. Further manipulation of the balloon with a twisting motion to attempt to rewrap the balloon was unsuccessful. After some time, increasing levels of force to bring the balloon back into the sheath were performed, but were unsuccessful¿. ¿when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip¿. The curved sheath shaft and imagery of the patient¿s vessels reveal access vessel tortuosity, which can create a challenging pathway for system¿s withdrawal through the sheath, including sub-optimal angles that can lead to non-coaxial alignment with the sheath. The altered balloon profile due to the ruptured balloon compounded with the patient¿s access vessel tortuosity can result in the delivery system being caught at the sheath tip which in turn would require excessive force or manipulation to be applied to retrieve the device. These factors can result in the liner to be delaminated upon removal and could potentially result in the liner tearing. As such, available information suggests that patient (access vessel tortuosity) and procedural (withdrawal of ruptured non-edwards balloon; excessive device manipulation) factors likely contributed to the reported events and subsequent injury to the patient. Since no edwards defects were identified, no corrective/preventative actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. The occurrence rates did not exceed the (B)(6) 2020 control limits for applicable trend categories. No further actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr (viv case) a non-edwards balloon was used to post dilate. While inflating the balloon it ruptured. The rupture was substantial and the team tried to remove the balloon and balloon catheter through the esheath but the wings of the balloon got caught and would not let it pass. While pulling on the balloon it separated from the balloon catheter and was floating in the infra renal aorta. The physician had to snare the floating balloon in the infra-renal aorta and pulled out through a 16f non-edwards sheath. Once everything was successfully removed the implanter placed three covered stents in the right common iliac artery above the hypogastric. The end result for the patient was good and the patient went home today without incident. Additional information was received from the fcs. The vascular injury was caused by the wings of the non-edwards balloon not folding and thus not re-entering the esheath. Images received by the fcs clearly show delamination of the sheath. The lot number of the device is unknown and the device was not retained for evaluation.